Event description:
The pt reported, he noticed tiny air bubbles in his insulin cartridge while trying to prime. During troubleshooting, the pt stated he allows the insulin to reach room temperature prior to use and he primes with the adapter facing up. He stated there was a large bubble at the luer lock. The pt was instructed to run a prime to remove the air bubble which he successfully did. On follow-up, the pt stated everything is fine. The patient did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.